Event description:
During evaluation of a returned small volume folfusor, it was discovered that unit was an expired product. The expired product was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from december 16 to december 17, 2020. H10: the actual device was received for evaluation. Visual inspection identified the unit as an expired product. The complaint receive date was december 18, 2023 and the product expiration date was december 01, 2023 which means the returned folfusor unit had already expired when delivered to the customer. The reported condition was verified. The cause of the condition was related to distribution of the product. Expired products should never be distributed to the end users (customers) and the end users should not have used expired products. The expiration date is indicated on the product label. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.